Event description:
It was reported that a signal loss occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional information. H2: additional information. D4: serial no - additional information. D4: lot no - additional information. D4: model no - additional information. D4: UDI - additional information. D4: expiration date - additional information. H4: device mfg date - additional information. D4: catalog no - correction.

Event description:
Subsequent to the initial MDR, additional information is available.